Event description:
The pt had a no output condition. The pt was seen in december 2005 by a vibrant med-el staff member at the acoustician's office. The pt reported that one day she realized she could not hera anything with her audio processor on. She wnet to her acoustician to have her audio processor checked and the acoustician found the audio processor to be functioning properly. Testing was carried out in december 2005 and functional gain showed no significant difference between the unaided and aided thresholds for warble tones in soundfield. The pt was seen again at the hospital in january 2006 and a decision was made for the pt to be re-implanted. No date has been set for the surgery yet.